Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 628317) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included carpal tunnel syndrome. Concomitant products included drospirenone w/ethinylestradiol (yasmin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (surgical removal of essure,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: complete blockade of fallopian tubes bilaterally most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia were added. Reporter, patient demographic information, concomitant diseases, product start, stop date updated. Product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 628317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included carpal tunnel syndrome. Concomitant products included drospirenone w/ethinylestradiol (yasmin). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (surgical removal of essure,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: complete blockade of fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (surgical removal of essure.). Essure was removed in 2009. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.